Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implant and the issue began last night or for the last week. Pt stated a contact medtronic message displayed when charging their implant and pt was unable to recall details of the message but the message noted that it wasn't working. Pt noted it took a couple times to connect to their implant. Pt also stated it felt warm inside them or their implant area when charging their implant. During the call pt had caller in the background assist the pt during troubleshooting. Patient services (pss) walked caller through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Caller noted the battery low recharge your implanted device soon displayed. Caller inserted the battery pack and confirmed controller was 70% and implant was in the orange triangle. Pt then connected the recharger cord and pt got no device found. Pt pressed the recharge option and noted they got all zeros on the trying to recharge screen. Pt then noted the controller was flashing green like it was actually working. Pt then got the system problem rm03 message. Pt noted that the paddle was warm when charging their implant but pt could not tell if it was their implant area that was warm or if it was the paddle. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from the patient (pt). They reported that the steps taken to resolve the implant feeling warm was getting a new recharger paddle, and this did resolve the issue. Pt also reported their weight.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found that there was a failure with the recharger and that a "no device found" message was seen and there was an antenna temp test recharger antenna failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.